Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an broken/damaged issue - door latches was not determined because no products or device logs were returned.

Event description:
It was reported by customer expressed frustration that they cannot get parts under warranty so that they can fix their devices and instead have to send them into the depot for repair. The customer mentioned pressure sensors and door latches as two parts they were having issues getting. There was no patient involvement.

Event description:
It was reported by customer expressed frustration that they cannot get parts under warranty so that they can fix their devices and instead have to send them into the depot for repair. The customer mentioned pressure sensors and door latches as two parts they were having issues getting. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.